Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the returned reservoir of this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed; product analysis did not identify a malfunction and was unable to confirm the reported migration issues.

Event description:
It was reported that the reservoir of this implanted system herniated out of the retropubic space. The field representative noted that the patient was very thin. The reservoir was removed and a new one was placed on the other side. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable penile prosthesis reservoir was explanted and a new one was implanted on the other side. The explant was due to the system herniating out of the retropubic space. The field representative noted that the patient was very thin. The reservoir was removed and a new one was placed on the other side. No additional adverse patient effects were reported.